Manufacturer narrative:
A DHR review was performed and no issues were observed. The reported ps tibial insert lot 482969 from surgery was not returned to consensus orthopedics for evaluation, however x-rays were provided taken prior to the revision surgery showing 2 views of knee. No corrective action was taken as the evaluation of x-rays provided was inconclusive as to cause of disassociation. Please see memo to file m17-013 revision 2 for evaluation results.

Event description:
The 2nd revision knee surgery performed (B)(6) 2017. Disassociated tibial insert reported by (B)(6).